Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had inflammation on insertion site and customer thinks the electrode was left inside. Customer's blood glucose was unknown at time of incident. Sensor will not be return for analysis.